Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a couple months of implant, the right ventricular (rv) lead exhibited out of normal limits measurements, and a dislodgement was confirmed. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.